Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('internal migration of right essure') in an adult female patient who had essure (batch no. 20219764) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), myalgia ("muscle pain"), memory impairment ("short-term memory problems"), allergy to metals ("metal allergy"), fatigue ("intense fatigue"), dyspareunia ("profound dyspareunia"), asthenia ("asthenia"), headache ("headache"), insomnia ("insomnia"), rash ("skin rash"), disturbance in attention ("attention problems") and adenomyosis ("adenomyosis"). At the time of the report, the device dislocation had not resolved and the myalgia, memory impairment, allergy to metals, fatigue, dyspareunia, asthenia, headache, insomnia, rash, disturbance in attention and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, asthenia, device dislocation, disturbance in attention, dyspareunia, fatigue, headache, insomnia, memory impairment, myalgia and rash with essure. Lot number:20219764, manufacturing date:2009/10, expiration date:2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('internal migration of right essure') in an adult female patient who had essure (batch no. 20219764) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), myalgia ("muscle pain"), memory impairment ("short-term memory problems"), allergy to metals ("metal allergy "), fatigue ("intense fatigue "), dyspareunia ("profound dyspareunia"), asthenia ("asthenia"), headache ("headache "), insomnia ("insomnia "), rash ("skin rash"), disturbance in attention ("attention problems ") and adenomyosis ("adenomyosis"). At the time of the report, the device dislocation had not resolved and the myalgia, memory impairment, allergy to metals, fatigue, dyspareunia, asthenia, headache, insomnia, rash, disturbance in attention and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, asthenia, device dislocation, disturbance in attention, dyspareunia, fatigue, headache, insomnia, memory impairment, myalgia and rash with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.